Event description:
It was reported that the system was explanted due to pocket infection.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Analysis is normal. No anomalies were found.